Manufacturer narrative:
A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Manufacturing date: march 2016 (03/2016). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had a radial tear. As a result, a vitrectomy procedure was performed. The treatment was not delayed or cancelled.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.